Event description:
Pt stated he purchased a box of unifine pentips from (B)(6) to use with his levemir flextouch spring preloaded insulin pens and it appears that the needles are defective. He states the part of the needle that punctures/penetrates through the vial is missing. This is very dangerous because if you may not notice it when dialing up the units of insulin and pushing the release button. The device makes a "ping" sound indicating that the insulin has been injected, but actually it has not because it never penetrated the seal on the preloaded insulin pen. The pt states this has happen to him twice with this articular lot of needles, and is very concerned that others may be experiencing the same issue unknowingly.